Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e311 error. The issue was found prior to sedation/preparation. There were no reports of patient harm.

Event description:
It was reported that the subject device had e311 error. The issue was found prior to sedation/preparation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. The root cause of the component failure can't be identified at this time and we will supplement once new relevant information is received. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.